Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 511 mg/dl at time of incident. Customer was in the movie theater and noticed that her blood glucose was high and when she pulled out the infusion set, noticed that it was bent. It was unknown that auto mode was used or not. Customer already took an insulin pen to correct her numbers. The insulin pump will not be returned for analysis.